Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One photograph was returned for evaluation. The returned photograph was of a 4fr single lumen powerpicc catheter. Two splits were observed in the catheter and biological residue was also observed. While the splits could be seen in the catheter tubing of the sample in the returned photograph, no details of the damage could be discerned. Therefore, the exact cause of the observed damage is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a patient had a catheter inserted for nearly nine months, which was removed due to extravasation. After removal, two breaks were found in the middle section of the catheter. Due to the need for medication, a new PICC was inserted.